Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The technical support specialist confirmed with the customer the station issues had been resolved over time. The system functioned normally after the self-resolution of the station issues.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, that the station was very slow and kept freezing. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.